Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer was not waiting until prompted to remove the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.